Event description:
Philips med sys (pms) has received a report that a pt was mistreated due to a malfunction in data handling. The brilliance big bore CT tumor localization (tumor loc) function was first used to mark the isocenter, and then transfer isocenter info to a third party lap laser marking sys. The tumor loc function was then used to transfer the isocenter info to a third party cms xio therapy planning sys. The laser sagittal and vertical isocenter coordinates were imported with a different value than the original tumor loc coordinates. The customer stated that if a zero value was in the original isocenter coordinates, the cms xio tps ended up with a different value. If a value other than zero was imported, the cms xio isocenter coordinates were correct. One pt was treated with a plan that was affected in this manner. A port film was used to discover the issue. The pt was treated with five incorrect fractions before the issue was detected.

Manufacturer narrative:
The investigation into how incorrect data were used is not complete at this time. The site is monitoring plans for a zero value in the sagittal or vertical laser coordinates. These are the values that will change upon import into the third party cms xio tps. Investigation continues to determine if this issue is repeatable with the xio sys. After the discovery of the issue, the plan was modified to ensure that the rest of the treatment met the original treatment prescription. Eval and investigation continue. The big bore sys is dicom-rt complaint, and the info saved to the dicom fields is correct. The customer has reported this issue to the state and to the MFR of the cms xio sys. This MDR is associated with pms complaint.